Event description:
Healthcare professional (hcp) reported that patient was injected with 2cc of skinvive¿ by juvéderm® into the chin area. Two days later, patient developed redness and pain in the area with vascular complications and tissue necrosis. On the same day, the hcp treated the patient with hyaluronidase. Three days later, the patient states that tissue necrosis was still present. The hcp thinks that the adverse event was caused by the injection technique. Symptoms status is unknown.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.